Event description:
The patient was enrolled in the watchman heal-laa study on (B)(6) 2023 with patient identifier (B)(6). It was reported that the implant did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 40mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The 40mm closure device was successfully implanted in the laa of the patient with a complete laa seal and deployed device diameter of 29.2 mm. The patient was discharged the next day on apixaban and aspirin. On (B)(6) 2024, 64 days post index procedure, the patient presented for the protocol scheduled 45 days follow up visit. Transesophageal echocardiography (tee) assessment revealed a jet size to be greater than 5 mm. The patient was on a medication regime of aspirin and clopidogrel. There was no pericardial effusion or thrombus noted. On (B)(6) 2024, endovascular closure of the peri-device leak using two non-boston scientific coil systems was performed successfully to close the leak.